Event description:
This report is filed on the clip delivery system ((B)(4)), to capture the reported events of difficult to remove and chordae rupture with required medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The anatomy was challenging with anular dilatation. The first clip ((B)(4)) was implanted with some challenges noted due to the anular dilatation. Adenosine was administered twice to stop the heart, to try to grasp the leaflets. The clip was implanted and the mr was reduced to 2-3. A second clip ((B)(4)) was to be implanted to treat the residual mr. The clip was implanted without issue, and the mr was reduced to 1-2. Electrical cardioversion was then performed to bring the patient back into sinus rhythm; however, after two shocks, the second clip detached from the anterior leaflet but remained attached to the posterior leaflet. The mr increased to 3 so it was decided to place an additional clip. An attempt was made to implant the third clip ((B)(4)) between the first two clips, to secure the detached clip. Visualization was difficult due to the already implanted clips. During the attempt to place the clip, it became stuck in the chordae. One of the chordae ruptured, and the mr increased to 3 in a different location. The third clip was finally able to be brought back into the atrium, and the clip was deployed lateral to the first two clips. The mr remained at 3. Due to the chordae rupture and the mr, it was decided to place a fourth clip. The fourth clip ((B)(4)) was implanted, and the mr was reduced to 1.

Manufacturer narrative:
(B)(4). Event description continued: the patient was confirmed to be clinically stable post-procedure. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. Medication: adenosine; clip delivery system: cds (B)(4). The incident information was reviewed. A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for the clip becoming caught on the chordae, resulting in difficulty retracting the cds may include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve). There were no non-conformances issued for this lot that would have contributed to the reported event and a review of the complaint history did not indicate a manufacturing issue. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. Based on the information reviewed, the reported clip becoming caught on the chordae, resulting in difficulty removing the clip appears to be related to procedural conditions and not a product quality deficiency. The reported patient effect of mitral regurgitation and tissue damage are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional cds 10298585/29 mentioned in b5 and d11 is filed under a separate medwatch report.